Event description:
It was reported that while the doctor was using the probe unit, the tip broke off. It was further reported that there were no complications.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.